Event description:
During process of retrieval the doctor inadvertently drove the piece further into the prostrate and after attempts to retrieve it were successful, the doctor decided to let the piece remain in the patient. Procedure was completed and patient condition post-op was good. To our knowledge, there are no plans to schedule another procedure to remove. Ref: MFR # 9610617-2013-00027.